Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this device exhibited high right ventricular (rv) lead pacing impedance measurements. There were no out of range measurements, however measurements were noted to increase to 1,700 ohms. No adverse patient effects were reported.